Manufacturer narrative:
Additional information: d9, h3, h4, h6, h11. H11: the devices were received for evaluation. Visual inspection was performed, and the reported leakage was not easily identified. Functional testing was performed, and it was noted that there were leaks from the administration spike port bonding area. The reported condition was verified. The cause of the reported condition could not be determined; however, it was likely due to inadequate or lack of cyclohexanone applied to the spike port cap tube when it was inserted into the spike port during the manufacturing process causing an incorrect bonding. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) exactamix 1000 ml eva tpn bags leaked at the administration port. This issue occurred before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.